Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they wanted to check their implant because they hadn't been using the external devices for a while and they'd been going to the bathroom a lot for a while/hadn't been able to get the therapy to work for their symptoms and that they'd been using medicine but they wanted to try to make a change today (B)(6) 2025. Patient services reviewed external devices with the patient and patient services began walking the patient through connecting to their settings. The patient confirmed they could feel the implant under the skin and that they had not made any changes to the therapy in a while. The patient got 'device not responding' a few times. Patient services had the patient turn off their nearby tv. The patient said they could see "communicating with device" but then it went back to 'device not responding. The patient felt their ins site and said they thought the implant was tilted because they felt the top part of the implant but they couldn't feel the bottom end of it. The patient denied having had any falls or traumas that could have led to the issue. Patient services reviewed with the patient to try applying a little pressure if they could without hurting themselves and the patient was able to connect to see their settings. The therapy was on at 2.3 ma on program 5. Patient services reviewed device description/function as well as programming and stimulation considerations as well as ins battery longevity considerations. The patient opted to increase the stimulation to a level where they felt it comfortably in their bike-seat region at 2.7 ma. The patient stated they were going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider (hcp) for further concerns about the therapy. The patient said they hadn't seen their hcp in awhile so they'd make an appointment with the hcp. Patient services reviewed with the patient that if the therapy still didn't help their symptoms after making their change, the patient could talk to their hcp about potentially switching to a new program. Documented reported event. No further action was taken by patient services.